Manufacturer narrative:
The initial MDR 2432235-2021-00291 was filed on (B)(6) 2021. Additional information (18-nov-2021): additional test result data for sample ID: (B)(6) is provided in section b6.

Event description:
A falsely low patient sample test result for total bilirubin (tbil_2) was obtained from an advia chemistry xpt instrument. The initial test result was not released to the physician(s). The same sample was repeated on an alternate advia chemistry xpt instrument. The repeat result was released as the correct test result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely low patient test result.

Manufacturer narrative:
An outside the united states customer contacted siemens to report a falsely low patient sample test result for total bilirubin (tbil_2) was obtained from an advia chemistry xpt instrument. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse found one of the springs for the sample dilution probe (dpp) clamp was missing. The cse replaced the spring. The cse also secured a connection on the dpp for the liquid level sensor (lls). The cse replaced the dpp check valve. Quality control materials were run with acceptable results. The cause of the falsely low total bilirubin (tbil_2) test result is unknown. The instrument is performing within specifications. No further evaluation of this instrument is needed.